Event description:
Lap specimen bag had some possible contamination. On bottom of rim of white handle some noted dirt/small dots of brown discoloration. Was noticed when opening and did not reach sterile field.